Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient called to report right side "deflation and pain" and a bilateral exchange of textured devices due to patient's concern with product. The device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified one linear opening, wear abrasion, fold creases, broken of plug strap and brown particles in device inner surface. Leak test and microscopic analysis was performed which identified one sharp opening and broken sharp of plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side plug strap bond edge assessed as unidentified (tear) opening. Broken sharp of plug strap assessed as unidentified (tear) opening.

Event description:
Device was explanted.